Manufacturer narrative:
Age or dob, weight and ethnicity: unknown/ asked but not available. If implanted, give date: unknown, information not provided. The device was not returned for analysis. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain additional information regarding the event; however, to date, the information has not been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (iol) had to be removed from patient's operative eye, as it was unable to leave implanted due to patient history. Additional information received revealed that the lens was actually explanted in a secondary procedure and no replacement lens was used. It was indicated that there was no product quality issue with the original lens and that there was no use error that led to the event. There was no patient injury and no other intervention was required. No other information was provided.